Event description:
While treating a pt with the model 3100a, a low mean airway pressure alarm was activating even though there was no alarm condition existing. The pt was left on the 3100a and treatment was concluded without compromise to the pt.